Manufacturer narrative:
The revision reported was likely the result of polyethylene wear of the tibial insert and an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening and osteolysis. Contributing factors to the severe wear may have been the result of gross instability and being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
D10: 200-02-32 - three peg patella 32mm. 204-04-43 - trapezoid tibial tray sz 4f/3t. 244-24-11 - optetrak hi-flex tibial insert sz 4 11mm. The revision reported was likely the result of polyethylene wear of the tibial insert and an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening and osteolysis. Contributing factors to the severe wear may have been the result of gross instability and being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately five years post initial right tka, the 62 y/o male had a premature polyethylene wear and delamination of insert resulting in granuloma and massive osteolysis with loosening of femoral components and significant bone defects medial and lateral femoral condyles. Patient revised to competitor's components with sleeves and stem extensions and allograft bone grafting to femur. There was no breakage of device or surgical delay/prolongation. Image received. The devices will not be returned for evaluation as it was discarded by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 type of investigation, investigation findings, and investigation conclusions.